Manufacturer narrative:
(B)(4). The customer returned one unit 5-16039 et tube, sher-I-bronch, ls, 39 fr for investigation. The double swivel valve assembly (tracheal/bronchial swivel valves and the y connector) was returned. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the connector on the bronchial side of the swivel valve was broken. The swivel valve is a component purchased from a supplier. A device history record review was performed and no relevant findings were identified. The reported complaint of "connector broke during use" was confirmed based on the sample received. The connector on the bronchial side of the swivel valve was broken. The swivel valve is a component purchased from a supplier. A non-conformance has been opened to further investigate this issue.

Event description:
Customer reported the physician was called into the room because of a circuit leak. The trach connection was found "50% broken off". It was reported the physician tried to fix the connection with tegaderm and that is when it broke off. No patient harm reported.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported the physician was called into the room because of a circuit leak. The trach connection was found "50% broken off". It was reported the physician tried to fix the connection with tegaderm and that is when it broke off. No patient harm reported.